Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the problem was confirmed using system logs which revealed c-06 and m-11. Functional testing was subsequently performed on the system platform, during which the unit powered normally, and successfully cauterized across all ports, and properly detected instruments without issue. A review of the erbe internal logs also showed m-31, m-0b, c-00, m-11, and m-b0. The unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. Based on these findings, the root cause of the reported failure could not be determined. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe energy activation was halted. The tse confirmed erbe errors in the logs. No known impact or patient consequence was reported.